Event description:
It was reported that the customer used the bolus wizard several times to give himself insulin, and gave himself too much. The customer passed out, and woke up in the emergency room. The customer called to make sure that the insulin pump was not at fault. Troubleshooting revealed that the customer was not taking the suggested insulin amount given to him by the bolus wizard. The customer was changing the suggested amount. The customer was advised against changing the bolus wizard suggestions. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.